Event description:
Customer reports system gives an xray overtime error anytime higher dose levels are used. System works ok at lower dose levels.

Manufacturer narrative:
Gehc surgery service personnel replaced battery charger and monitored the system to evaluate charge of the batteries. System is up and operating. The facility requested no further service. Facility test system, system operates as intended.